Manufacturer narrative:
(B) (4). (B) (4). Device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Requested and received the following information on 6/22/10: post-operatively, there was no re-operation. However, a drain was put in. It is unknown how many days the patient had the drain nor how many days the patient was in the hospital. Patient is a male. The patient had a leak, but the surgeon did not blame the stapler. The information provided indicated that the leak occurred on the fourth firing because that firing was the closing of the common otomy, and a highly suspicious area, but we do not know for sure which staple line leaked. The patient has been discharged. Leak has resolved on its own. Surgeon did have a lockout issue during the procedure. Device locked out on the first firing on the gold setting.

Event description:
It was reported that following an open hemicolectomy procedure, the patient had a post op leak at the staple line on an unk date. The patient was scheduled to be discharged (B) (6) 2010. No additional information is available. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4).